Event description:
Consumer called stating the plastic applicators were broken on about 7 tampons, and the strings were missing on 3 to 4. No injury was reported.

Manufacturer narrative:
10-jun-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the plastic applicators were broken on about 7 tampons, and the strings were missing on 3 to 4. No injury was reported.